Event description:
Customer reported that she was unable to push the buttons on her insulin pump. It was noted that the buttons were not working. Customer stated that her blood glucose readings have been in the range of 300 mg/dl due to just starting on the insulin pump. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened up, down and esc button dome switch. There was no cosmetic damage noted.